Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had been having falls. The patient stated she is starting to lean and fall for the past 1.5 weeks. The patient states this doesn¿t happen every day. The patient can feel some sort of stimulation because it is on and it is on the lowest setting. When walking she is off beat and slipping and someone has to hold her to prevent her from falling. The patient is a preacher and needs someone to hold her to prevent any falls. No further complications were reported. The indication for implant was non-malignant pain and failed back surgery syndrome.